Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that surgical intervention of this left ventricular (lv) lead during the revision procedure, the insulation of the left ventricular (lv) lead was damaged, fixation of the lead body was performed through lead repair kit. This lv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that surgical intervention of this left ventricular (lv) lead during the revision procedure, the insulation of the left ventricular (lv) lead was damaged, fixation of the lead body was performed through lead repair kit. This lv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.